Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic charge nurse reported the patient was connected to a 2008k hd machine when the blood leak was observed. The serial number was unknown. The 2008k hd machine generated a blood leak alarm approximately a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50cc. The rn stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The rn stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The rn stated the patient dialyzes 3 times a week and the sample was available for return for evaluation.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. During gross visual examination of the sample, a short fiber fragment was visually observed on the circumference of the fiber bundle at approximately 90° on the cavity ID end with the dialysate ports at 0°. There was no other irregularity visually identified on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test to confirm the leak that was reported during treatment. A steady flow of bubbles (indicating a leak) was emanating from the cavity ID end potting cut surface. The dialyzer was then subjected to destructive disassembly for further visual examination of the identified short fiber. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak on the cavity ID end of the dialyzer. The complaint has been deemed confirmed.

Event description:
A clinic charge nurse reported the patient was connected to a 2008k hd machine when the blood leak was observed. The serial number was unknown. The 2008k hd machine generated a blood leak alarm approximately a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50cc. The rn stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The rn stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The rn stated the patient dialyzes 3 times a week and the sample was available for return for evaluation.